Event description:
Per the clinic, the patient experienced necrosis, inflammation and infection at implant site. Subsequently, the patient was treatedwith oral antibiotics (specific date and duration not reported). The implanted device remains.